Event description:
It was reported that a homechoice device was displaying an unspecified alarm. The issue occurred during automated peritoneal dialysis therapy. The patient was unable to clear the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A visual inspection was performed. Return instrument testing evaluation (rite) functional testing and rite electrical testing was performed. A simulated therapy was performed. During testing, the device was found to be alarming without a system error. Upon conclusion of the evaluation, it was determined that the device¿s software did not meet the required product specifications. The issue was corrected by reprogramming the device¿s software. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The homechoice was returned, and a device analysis is underway. Upon completion of the evaluation or if additional relevant information becomes available, a supplemental report will be submitted.